Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A malfunction has not been indicated against the lens. Information was provided that the lens was put in, but got tangled in patient's iris. Surgeon did not feel comfortable leaving it in. The company single-piece anterior chamber intraocular lens (iol) is an optical implant designed to be positioned anterior to the iris. The physical properties of these lenses as well as the sizing guidance for these anterior chamber lenses is provided in the instructions for use (IFU). The company lens is designated for use with anterior chamber diameter 12.0-1.4. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens got tangled in patient's iris. Surgeon did not feel comfortable leaving it in. The iol was explanted during initial procedure. Patient was left aphakic and referred to retina. No additional information has been requested.